Event description:
It was reported that, the patient experienced urinary foley catheter obstruction. A new catheter was inserted using a sterile bard 18f catheter. The placement was successful. In the afternoon, the patient reported abdominal pain. An abdominal CT scan revealed the catheter balloon was outside the bladder. The catheter was immediately removed and reinserted under ultrasound guidance. Medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the patient experienced urinary foley catheter obstruction. A new catheter was inserted using a sterile bard 18f catheter. The placement was successful. In the afternoon, the patient reported abdominal pain. An abdominal CT scan revealed the catheter balloon was outside the bladder. The catheter was immediately removed and reinserted under ultrasound guidance. Medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A review of the device labeling have been conducted for investigation purposes and was found adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.